Manufacturer narrative:
(B)(4) supplemental MDR - leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916. Batch # 3352630. It was reported that the bd safetyglide leaked. The following information was provided by the initial reporter: verbatim: please open a quality complaint for this bd product at xxxxx. Here are the relevant event and product details: event date: 8-8-2024. Event location: xxxxx. Event description: ¿failure of needle, I was administrating immunization on pediatric patient, when pushed plunger vaccine was not administered and instead leaked out of space between needle and syringe. Was removed from site of injection and safety cap was flipped into place. Rest of immunizations administered as normal. Parent updated that immunization was unable to be administered and that standard protocol at this time is typically recommended if full dose was not administered to either re-administer immunization or wait until patient returns to office for next visit and update immunization at that time. Parent of patient requested recommendation of provider. Per provider would recommend standard protocol of re-administration of immunization so that patient receives full dose. No concerns of any adverse effects. All questions were answered for parent. Patient was not injured. Immunizations documented in patients charting. Equipment failure report submitted.¿ harm to team member or patient? No injury to my knowledge. Product name: itm-1119966 - needle safety 25gax1in. Product ref: (B)(4). Lot number: 3352630. Bd customer account number: (B)(6).. Actual product involved is not available for return.